Manufacturer narrative:
(B)(4). Film review: review of CT¿s 38 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery; the proximal od measured 24 x 25mm. The infrarenal neck and aortic body were angulated 40 deg a-p and 30 deg r-l; relative to the distal aorta. The ipsi limb was placed distally into the left common iliac artery, and the contra limb was placed within the right common iliac artery. The max diameter aaa measured 5.5cm, and there was contrast seen within the sac from a type iii junctional endoleak. The contra limb was confirmed to have detached from the bifurcate gate, within the mid-sac. The centerline of the proximal end of the detached contra limb was positioned ~15mm (lateral-left) to the centerline of the gate, and the proximal end was essentially at the same vertical level as the gate. The ID of the bifurcate gate measured ~12mm, and the proximal od of the contra limb was ~17mm. There was little limb angulation noted between the two detached limbs, and the contra limb was mildly angulated as it coursed into the right common iliac artery. No thrombus or occlusion was observed within the aortic body or gate, and the detached limb was also patent. No issues were seen with the left/ipsi limb, and no blood flow issues distal to the stent grafts were observed; bilaterally. No other stent graft issues were seen. The cause of the contra limb detachment could not be determined from the films provided. The anatomy at implant is unknown, films during implant were not provided, and the amount of contra limb overlap within the gate at implant is unknown. Earlier post-implant films were not provided for review and comparison. Analysis of the returned films did not reveal any characteristics that could explain the observed component separation. Possible (unconfirmed) causes include insufficient overlap at implant coupled with aneurysm/iliac artery morphology changes during the implant duration.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT, revealed there was a type iii separation endoleak between the endurant ii 28x16x166 stent graft bifurcate and the endurant ii 16x16x93 contralateral stent graft limb. The patient had an intervention to repair the type iii separation endoleak. The physician was able to re-cannulate the gate and place a 16x16x124 without issue. Per the physician, the cause of the endoleak is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.